Event description:
A peritoneal dialysis pt reported that dialysis solution was leaking because the cassette was not correctly clamped down. According to the peritoneal dialysis nurse, the pt was able to restart and finish treatment. The pt felt fine after treatment. Pt stated that this event occurred a couple months ago. It is unk if pt effluent was clear. The pt was not administered prophylactic antibiotics. Sample was not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.